Event description:
The doctor reports that two weeks after the implants were placed in tooth site #6 and #7 the patient presented with clinical swelling and radiographic bone loss. The doctor flapped the area and determined that the implants were mobile.

Manufacturer narrative:
The dental implant bnst411 3i t3® with dcd® non-platform switched tapered implant 4 x 11.5mm. Was not returned to the manufacturer. This complaint cannot be verified. DHR review did not provide any indication of a manufacturing deviation that would contribute to this event. Implant sterilization is verified prior to product release. A definitive root cause cannot be determined.

Manufacturer narrative:
Device not returned to manufacturer.